Manufacturer narrative:
It was initially reported that the side rails were locking into the upright position due to rusty and corroded timing link. Follow-up submitted to correct report to state the side rails were not locking into the upright position due to rusty and corroded timing link.

Event description:
It was reported via repair work order that the side rails were not locking into the upright position due to rusty and corroded timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rails were locking into the upright position due to rusty and corroded timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.